Event description:
It was reported that a virage 3.5x16 mm screw broke during final tightening. The the bottom half of the screw's tulip broke into pieces, allowing the upper portion of the tulip to detach from the screw shaft. The surgeon was able to remove the screw shaft and replace it with a new screw. There were no impacts to the patient.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
Corrections in d9 and h3. Additional information in d4: UDI number, h4, and h6: component, investigation type, findings, and conclusions. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed the weld on the lower housing failed causing the screw to disassemble. Potential cause: root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. DHR review: per DHR review, the part was likely conforming when it left zimvie control. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported that a virage 3.5x16 mm screw broke during final tightening. The the bottom half of the screw's tulip broke into pieces, allowing the upper portion of the tulip to detach from the screw shaft. The surgeon was able to remove the screw shaft and replace it with a new screw. There were no impacts to the patient.